Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery installation due to connector interface board leaking voltage. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window. No alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm and an excessive no delivery alarm from his insulin pump. The customer stated the excessive no delivery alarm occurred every time he changed the insulin pump's battery. He also stated the insulin pump's display screen would go black, and he would need to reenter his settings every time this occurred. The customer's blood glucose level was 270 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.